Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical disconnect alarms while connected to batteries was confirmed and reproduced. A review of the submitted controller event log files spanned approximately 2 days (30oct2023 ¿ 31oct2023 per time stamp). Throughout the log files while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid relative state of charge (rsoc) fault associated with both power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared after the patient connected to the power module. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. A review of the submitted backup controller event log file spanned approximately 6 days (24jun2023, 07nov2022, 08nov2022, 16nov2022, 27apr2023, and 31oct2023 per time stamp). The pump maintained a speed above the lsl without issue while the driveline was connected. There were only routine power cable disconnect alarm active in the log file. The system controller, serial number (B)(6) , was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. The system controller was run independently and did not result in any alarms. It was then run with the returned battery clips and an atypical power cable disconnect alarm activated with just clip 1. The provided information stated that the battery clips were exchanged but the alarm repeated. After that, the controller was replaced and the alarm resolved. A root cause for the reported event attributed to the controller cannot be conclusively determined through this analysis. The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage and power cable disconnect alarms. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noticed low voltage/low external power alarms with full batteries. The battery clips were exchanged, and the alarms continued. The backup battery was then replaced without resolution of alarms. The system controller was exchanged and there were no further alarms. The alarms only occurred on battery power and not on the power module. The log file review showed low power hazard, low power advisories, and atypical power cable disconnect events while connected to battery power. These events were associated with brief reductions in relative state of charge signal values. A voltage reduction was not noted. The alarms resolved with the exchange.